Event description:
During the procedure a portion of the acetabular checkpoint remained within the pelvis. It was buried in the bone. It was not near the joint nor any other metal. It was not prominent from the bone and not irritating any soft tissues. Further debridement would have damaged the bone in order to remove.